Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced high blood glucose level event on 21-feb-2026. The blood glucose level was 14.1 mmol/l and lasted one to two hours. The patient received treatment with insulin via pump, and the event resolved. No further information available.